Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently on shipping from bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): underinfusion: here at (B)(6) hospital, we have a infusomat space pump s/n (B)(4) that has been involved in an incident with a pt by underinfusing [...] The pump was set to a rate of 500ml/hr, vtbi = 250ml over 30 mins, a 250ml bag containing chemo drug had completed infusion after 30 mins however approximately 125ml of drug was still left in the bag.